Event description:
(Taken from operative report). Patient had a high calcified lesion of the left internal carotid artery. A stent was placed without difficult as was a distal protective device. During balloon dilation, the highly calcified lesion ruptured the angioplasty balloon resulting in acute neurological changes. Stent was dilated with a maximum of 6 atmospheres of pressure.